Event description:
The caller reports that the customer experienced an event where she attempted to test on the accu-chek aviva system. The customer received a strip error. The customer was not given her scheduled novolog dose due to the inability to test. Around one hour later, the customer felt ill and went to a scheduled dialysis appointment. The customer's blood glucose was 386 mg/dl on the professional meter. The customer was treated with insulin. The customer's blood glucose decreased to 221 mg/dl and the customer received scheduled dialysis treatment. New system sent and return requested.